Event description:
It was reported that the cadd legacy pump displayed an error message. No serious injury was reported in connection with this incident.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the pump event log noted a "service due" message was recorded. Functional testing included use testing. The pump was powered on and a "service due" message was displayed. The clock record indicated that the clock days were past specification. It was also noted that the liquid crystal display (lcd) was bleeding pixels. The clock battery and the lcd were replaced. The main power board was replaced. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was confirmed. The root cause was unable to be determined.